Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7088609. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 35766772. UDI: (B)(4).

Event description:
It was reported that the patient had an active infection at the midline and pocket incision sites in the right lower back. Symptoms of swelling, redness, and point tenderness were noted. The physician confirmed that the infection was not device or procedure related, and suspected that the patient was unable to follow bathing restrictions following the implant. The patient was administered with antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The patient was recovering well postoperatively and all explanted devices were kept by the medical facility.